Manufacturer narrative:
Initial 1 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced three bent cannula issues event on 04 mar 2026 and 05 mar 2026. The site of insertion was abdomen, and the infusion set was in use for one hour. Due to the event, patient¿s blood glucose level was high and was treated with correction injection via multiple daily injections. The patient replaced infusion set and resumed insulin deliveries successfully.